Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the devices involved have been reviewed. The associated devices were released based on company's acceptance criteria. (B)(4).

Event description:
A risk manager reported striae was present in a patient's left eye two weeks post lasik. A lift and stretch was performed. Corneal flap was rehydrated to smooth out the striae. Patient was instructed to use antibiotic four times a day for a week. Topical steroid drop is to be used every two hours for two hours then four times a day for five days. A healing abrasion was noted. Patient is to follow up with eye care professional.